Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of battery out limit alarm. The customer states they have replaced the battery multiple times, but continue to receive the alarm. The customer's blood glucose level at the time of incident was 196mg/dl. Troubleshoot was conducted and the customer continues to receive the alarm. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected battery out limit alarm was noted during testing. The insulin pump passed the self test, off no power test, displacement test, basic occlusion test, prime test, occlusion test, and excessive no delivery alarm test. The operating currents were within specification. However, corrosion was noted on the battery cap contact. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.